Event description:
It was reported that the user experienced hyperglycemia after an infusion site change, with blood glucose rising to 380 mg/dl and remaining above range for approximately four hours; tubing priming confirmed insulin delivery and no issues were observed with the cartridge, connector, or tubing, while review of device reports indicated multiple meal announcements for the same meal. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included device data review and functional checks via tubing priming. Investigation of this case revealed inappropriate use of meal announcements that interfered with the correction algorithm and contributed to prolonged hyperglycemia. It was concluded that the device functioned as designed and that user technique, specifically multiple meal announcements, contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.